Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excessive air bubbles were observed in multiple cartridges. Customer blood glucose level was over 200 mg/dl. Customer would perform a cartridge change to address the issue.